Manufacturer narrative:
A ge healthcare service representative performed a remote checkout of the system with the hospital biomed and recommended reseating connections and replacing the speaker to resolve the issue. Service will be performed by hospital employee. No report of patient involvement. Legal manufacturer: (B)(4). A ge healthcare service representative performed a remote checkout of the system with the hospital biomed and recommended reseating connections and replacing the speaker to resolve the issue. Service will be performed by hospital employee. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error message indicating a loss of audible alarm. There was no patient involvement.